Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she walked the dog and then tried to suspend the insulin pump to take a shower when the alarm occurred. Blood glucose value was 163 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent esc button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.